Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. It was unspecified how the fracture was discovered however the physician assumed the fracture was somewhere near the header. A rise in pacing impedance measurements and oversensed noise was also observed on the electrogram (egm). No asystole or pacing inhibition was noted. The rv lead was surgically abandoned and replaced. There were no additional adverse patient effects noted.